Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter (human hair) was observed inside the packaging of a syringe inlet. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection was performed and a loose hair approximately 25.0 mm in length was observed inside the right side of the sealed primary packaging. The reported condition was verified. The cause of the condition was due to supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.